Event description:
A customer obtained erroneous elevated troponin (accu tni) results for one patient. Upon repeat the results were in the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum collected in a sst tube. There have been no qc issues. A field service engineer (fse) was dispatched: the fse performed a minor preventive maintenance (pm). No hardware issues were noted. The fse conducted a diagnostic and qc testing; all results met specifications. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.